Manufacturer narrative:
Follow-up ((B)(4))-device evaluation: lifescan received the meter involved with the complaint and completed device evaluation on (B)(4) 2013. The returned meter failed testing. The alleged error message was confirmed in the meters error log: however, the error message was not reproducible during investigations. The cause of the reported error message is unknown. In addition, the test strip

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient's wife contacted lifescan from (B)(6) alleging an error 2 message issue with the one touch verio pro meter. The patient's wife did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's wife claimed the meter had an error 2 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's wife did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.